Manufacturer narrative:
Photo provided by the customer shows balloon/bulge in the silicone segment tubing near the upper fitment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing ballooned at the pumping segment. The nurse stated that after experiencing "air in line" alarm throughout the day, the nurse went to the patient¿s bedside with the replacement tacrolimus and new IV set. She noticed ¿ballooning¿ in pump segment of the original alaris IV set. She placed entire IV set up in a plastic bag and set up new tubing. There was no patient harm.

Manufacturer narrative:
Correction on initial report: b.4 & g.4.

Event description:
It was reported that the tubing ballooned at the pumping segment. The nurse stated that after experiencing "air in line" alarm throughout the day, the nurse went to the patient¿s bedside with the replacement tacrolimus and new IV set. She noticed ¿ballooning¿ in pump segment of the original alaris IV set. She placed entire IV set up in a plastic bag and set up new tubing. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. A: although requested, patient demographics were not provided.

Event description:
It was reported that the tubing ballooned at the pumping segment. The nurse stated that after experiencing "air in line" alarm throughout the day, the nurse went to the patient¿s bedside with the replacement tacrolimus and new IV set. She noticed ¿ballooning¿ in pump segment of the original alaris IV set. She placed entire IV set up in a plastic bag and set up new tubing. There was no patient harm.